Manufacturer narrative:
This medwatch for suspect device in coaguchek xs system.

Event description:
Caller states the patient tested 2.3 inr on coaguchek s system and 1.9 inr on coaguchek xs system during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.